Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and decreased sensing the day after its implant. A x-ray and ultrasound confirmed the rv lead had dislodged. A revision procedure was performed wherein the rv was repositioned. The lead remains implanted and in service. No additional adverse patient effects were reported.